Event description:
It was reported that during orbital atherectomy procedure, seven treatments were performed using a Diamondback 360 Coronary Orbital Atherectomy Device (OAD) in left anterior descending (LAD) artery and two treatments were performed in Obtuse Marginal (OM) artery. OM was very torturous with nodule in proximal end. During third treatment, the Viperwire coronary flex tip guidewire fractured, after which angiographic results showed perforation. In the opinion of the physician, it was not determined if the OAD or fractured Viperwire guidewire tip caused or contributed to perforation. It is unknown how the fracture occurred, but it was noted that the proximal tip to the wire was slightly elongated during second treatment on OM. In addition, it was noted that Viperwire was used in OM and not exchanged, but in LAD, the Viperwire guidewire could not cross the lesion. A workhorse wire was used and with the help of micro catheter, Viperwire was able to cross the lesion. The patient was taken to surgery. During surgery the patient expired. The physician believed the primary and secondary cause of death was perforation with unstable hemodynamics. The tip of the wire was left in-vivo.

Event description:
IT WAS REPORTED THAT DURING ORBITAL ATHERECTOMY PROCEDURE, SEVEN TREATMENTS WERE PERFORMED USING A DIAMONDBACK 360 CORONARY ORBITAL ATHERECTOMY DEVICE (OAD) IN LEFT ANTERIOR DESCENDING (LAD) ARTERY AND TWO TREATMENTS WERE PERFORMED IN OBTUSE MARGINAL (OM) ARTERY. OM WAS VERY TORTUROUS WITH NODULE IN PROXIMAL END. DURING THIRD TREATMENT, THE VIPERWIRE CORONARY FLEX TIP GUIDEWIRE FRACTURED, AFTER WHICH ANGIOGRAPHIC RESULTS SHOWED PERFORATION. IN THE OPINION OF THE PHYSICIAN, IT WAS NOT DETERMINED IF THE OAD OR FRACTURED VIPERWIRE GUIDEWIRE TIP CAUSED OR CONTRIBUTED TO PERFORATION. IT WAS UNKNOWN HOW THE FRACTURE OCCURRED, BUT IT WAS NOTED THAT THE PROXIMAL TIP TO THE WIRE WAS SLIGHTLY ELONGATED DURING SECOND TREATMENT ON OM. IN ADDITION, IT WAS NOTED THAT VIPERWIRE WAS USED IN OM AND NOT EXCHANGED, BUT IN LAD, THE VIPERWIRE GUIDEWIRE COULD NOT CROSS THE LESION. A WORKHORSE WIRE WAS USED AND WITH THE HELP OF A MICROCATHETER, VIPERWIRE WAS ABLE TO CROSS THE LESION. THE PATIENT WAS TAKEN TO SURGERY. DURING SURGERY, THE PATIENT EXPIRED. THE PHYSICIAN BELIEVED THE PRIMARY AND SECONDARY CAUSE OF DEATH WAS PERFORATION WITH UNSTABLE HEMODYNAMICS. THE TIP OF THE WIRE WAS LEFT IN-VIVO.

Manufacturer narrative:
MANUFACTURER'S INVESTIGATION IS STILL PENDING AT THIS TIME. RESULTS AND CONCLUSIONS WILL BE PROVIDED IN THE FINAL REPORT. THE ADDITIONAL DEVICE REFERENCED IN B5 IS FILED UNDER A SEPARATE MEDWATCH REPORT NUMBER.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient effects of perforation of vessels, low blood pressure, unexpected medical intervention and death appear to be related to operational context. In this case it is possible that the reported patient effects of perforation of vessels, low blood pressure, death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.Updated fields: D9, B2 (correction: updated to include "required intervention"), B5 (correction: updated "they expired" to "patient expired"), G3, G6, H2, H6 (Type of Investigation, Investigation Findings, Investigation Conclusions) and H11.